Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test and excessive no delivery test. The motor was tested outside of the device and passed. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked battery tube threads, cracked reservoir tube and stained end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump had crack on the reservoir compartment and screen. The customer's blood glucose was 502 mg/dl at the time of incident. The customer's blood glucose was 170 mg/dl at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.